Event description:
Field service technician identified a drawer failure on pyxis anesthesia system during a service call for a different issue. No pt present.

Manufacturer narrative:
(B)(4). Additional data/failure: field service technician investigation discovered physical item jam.